Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
A hardware issue with the cell rinse nozzles caused a blockage in the waste nozzle. This caused insufficient cleaning of the reaction cells. The field service engineer found a plastic blockage in the waste line of the cell rinse nozzle, causing an overflow in the reaction cells. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module. A doctor questioned results for an unspecified number of patient samples and requested the laboratory to check the results. These samples were repeated on another c 501 analyzer and the results were found to be normal. The reporter then repeated all patient samples. The reporter provided data for a total of 23 patient samples with questionable test results. Of these 23 samples, 18 had discrepant results for multiple assays. The affected assays are as follows: ise indirect na for gen.2, crep2 creatinine plus ver.2 (creat), crpl3 c-reactive protein gen.3 (crp), ureal urea/bun, and albumin (alb). Roche manufactures multiple albumin reagents as follows: alb2 albumin gen.2, albp albumin bcp, albt2 tina-quant albumin gen.2. It was asked, but it is not known which specific albumin reagent was used. Refer to the attachment for all patient data. The incorrect results for samples 1 and 2 were reported outside of the laboratory. No incorrect results were reported outside of the laboratory for the remaining samples. The na electrode and albumin reagent lot numbers and expiration dates were requested, but not provided. The creat reagent lot number was 42052701, the crp reagent lot number was 40639301, and the urea reagent lot number was 40492301. The reagent expiration dates were requested, but not provided.